Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down arrow keypad buttons were reported to be sticking when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up and contrast keypad buttons intermittently responded to user input during testing, the down keypad button required excessive force to function, the ok button was unresponsive to user input, the down and ok buttons did not spring back, it was observed that the down and ok buttons metal contacts were inverted and there was evidence of adhesive/contamination under all key contacts.